Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). Contact did not believe elevated bg was related to pump or supplies. Contact declined to provide further information and declined tandem technical support's offer to perform a pump system check.